Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. This device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause of this event cannot be confirmed. Per the patient's medical records, he presented with severe bioprosthetic aortic valve stenosis, secondary to degenerative disease. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic valve, implanted approximately 16 years, was failing. Per the patient's medical records, he presented with severe bioprosthetic aortic valve stenosis, secondary to degenerative disease. The patient had a mean gradient greater than 40 mmhg and an ejection fraction of 45%. The patient underwent successful transcatheter aortic valve replacement within the existing edwards bioprosthetic valve (valve-in-valve). It was noted that there was a very good result.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event.

Event description:
Edwards received information that a 26mm transcatheter valve was implanted inside a disabled 25mm aortic valve in the aortic position via valve-in-valve procedure due to severe calcific aortic stenosis and degeneration.